Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The complaint sample was returned for investigation and the complaint was confirmed. Some teeth appear sharp but most have been dulled by use, and there are teeth that have been flattened in spots. DHR was reviewed and no discrepancies were found. Product was manufactured at (B)(4) in october 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed from december 2013 to december 2014. (B)(4). Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. Complaint can be reopened pending receipt of additional information. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.